Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's battery was being replaced due to normal battery depletion. The patient never had programming on the lead that was showing out of range impedances and connection issues, so he ever noticed the issue during the use of the ins. No additional actions or interventions were taken. The connections and impedances were checked again in the recovery area and displayed the same issues that were discover in the or. The issue has not been resolved. The patient's programming was on the opposite lead, so there has been no additional troubleshooting. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 12-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that during an ins replacement, an impedance check showed that electrode #14 and 15 were out of range. 8-15 lead shows out during connection check. The factors that may have led to this are unknown. The patient's older battery was discharged and could not be interrogated pre-operatively. Attempts at reseating the lead were made, but the issue has not been resolved. No further complications were reported. No patient symptoms were reported.